Manufacturer narrative:
The customer reported a complaint that the autopulse platform sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and archive data review. The root cause of the (ua) 07 was due to the failed load cell, likely attributed to failed component(s) or mishandling such as a drop. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data indicated several (ua) 07 errors around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization test results confirmed that load cell module 2 was exceeding normal parameters. The load cell module was replaced to address the reported complaint. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).

Event description:
As reported, the autopulse platform sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that couldn't be resolved. Despite reinstalling the lifeband and attempting a restart, the error persists. The customer suspects the unit may have been dropped. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.